Event description:
End user states was sitting on seat when seat collapsed down the middle causing the end user to fall through the seat and cause him to tweak his lower back. No medical intervention sought.